Manufacturer narrative:
H10: a philips field service engineer (fse) evaluated the device and confirmed a defective battery. The fse reported the device displayed a battery failed alarm. The fse determined a battery replacement was required. The fse replaced the battery once customer approval for repair was received. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The international philips field service engineer (fse) reported an inoperative battery alarm. The device was not in clinical use at the time the issue was discovered. There was no patient involvement. No harm or impact was reported. The device was evaluated by a philips field service engineer (fse) who confirmed the reported problem. A fse evaluated the device and confirmed a defective battery. The fse reported the device displayed a battery failed alarm. The fse determined a battery replacement was required.

Manufacturer narrative:
E1: (B)(6).